Event description:
Pace medical was notified on june 27, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that it was not pacing. The device was examined and it was found that the output connector wires needed to be re-soldered. This task was performed and no other faults were found. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: unknown - may have been damaged by hospital ebme department or the result of rough handling or a sudden impact.